Event description:
A female underwent endovascular therapy for a thoracic dissection in 2009. The physician did not want to use a distal component with an uncovered sent with barbs. Going from proximal to distal, he placed the first proximal component. Then the second proximal component. Due to a distal type I endoleak on the final angio, an ancillary component was placed distal to the proximal graft. It was very difficult to remove the trigger wires from the ancillary component. The physician denies that he twisted the knob, however, it was his first deployment. The next day, the patient experienced a hemothorax and was taken to the operating room for surgery. The physicians believe she developed a leak in the false lumen of her thoracic dissection, although no active bleeding was found in surgery. The repair was made by small incision rather than a large thoracotomy and do not believe the hemothorax was a result of the tx2. Patient is okay.

Manufacturer narrative:
No device or images were received to assist in this investigation. Based on the available information, we are not able to draw a final conclusion on this event. It is believed that the green knob has been rotated while pulling out the trigger wires. This can cause the wires to jam inside the introducer system, making it difficult to remove the trigger wires. Difficult anatomical conditions could not have been the reason for the actual event, as there were no problems removing the trigger wires on the two first devices. Based on the available information, we are not able to draw a final conclusion on this event. It is believed that the green knob has been rotated while pulling out the trigger wires. This can cause the wires to jam inside the introducer system, making it difficult to remove the trigger wires. Difficult anatomical conditions could not have been the reason for the actual event, as there were no problems removing the trigger wires on the two first devices.